Event description:
The customer reported that the insulin pump was beeping and then had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank screen after a full segment on display. Problem isolated to the motherboard. Furthermore, the device also had missing segments on display. Anomaly isolated to the liquid crystal display board.